Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. The device was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an overinfusion incident. According to the report, the infusion duration was 31 hours instead of the expected 46 hours. This was noticed after a patient infusion of fluorouracil. The fill volume was 230 ml. The device was connected to the patient's chest wall using a port-a-cath and was carried by the patient using a carrying bag around the waist. The flow restrictor was taped to the patient&#38112;skin at the same height of the infusor&#38112;reservoir and was not in contact with a heating source. There was no patient injury or medical intervention associated with this event. No additional information is available.